Event description:
Home monitoring transmission iegm for rv lead failure shows loss of capture in rv. Lead flipped to unipolar for lead impedance out of range. Biotronik representative checked device in office today and impedance both bipolar and unipolar were stable, threshold elevated but showed capture. Lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Periodic iegm on (B)(6) 2019 shows capture. Pacing polarity currently programmed unipolar. Lead remains implanted. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.